Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg is kinked.

Event description:
The md tried to insert swg (spring wire guide) into the patient, but md felt it was stiff. The swg was hard to enter patient's vessel. The md opened a new kit with the same lot number.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly, a 3-l catheter, a dilator, two needles, one transduction probe, a clamp, and a fastener for evaluation. The sample contained obvious signs of use in the form of biological material on the spring wire guide and spring wire guide advancer tubing. Visual examination revealed the guidewire was kinked at primarily three locations. The j bend was misshapen. The proximal and distal welds were intact. The returned guide wire contained three distinct kinks along the guidewire body. The kinks were located 412 mm, 430 mm and 444 mm from the proximal end, respectively. The total length of the guide wire measured to be 456 mm which is within specifications of 450-458 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.808 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through the returned 18ga needle, the distal lumen of the returned 3-l catheter, returned dilator and a lab inventory ars syringe with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut guidewire to alter length." "Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was primarily kinked at three locations along its body. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The md tried to insert swg (spring wire guide) into the patient, but md felt it was stiff. The swg was hard to enter patient's vessel. The md opened a new kit with the same lot number.